Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, cracked case from display window corner and missing end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an unexpected restart alarm and a cold reset was performed. The customer stated that the issue recurred after completing the rewind process and changing the batteries on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.